Manufacturer narrative:
Insulin pump had a button error alarm due to corroded keypad trace. Insulin pump received with minor scratches on display window, cracked display window corners, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the customer's insulin pump alarmed button error. Customer's blood glucose level was 106 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time